Manufacturer narrative:
This report is submitted on 16 december 2020.

Manufacturer narrative:
This report is submitted on november 17, 2020.

Event description:
Per the clinic, the patient experienced a decrease in hearing performance with device use, and a migration of the electrode array. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.